Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the screen went blank during patient-use. The customer reported the screen went blank and kept ventilating. The customer reported the patient was placed on another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm the reported event as the display was functional. The fsr proceeded to perform preventative maintenance and returned the device to service specifications.